Manufacturer narrative:
Argus case (B)(4).

Event description:
Uses product four or five times a day [device used for unapproved schedule]; tongue cancer [carcinoma of tongue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of device used for unapproved schedule in a elderly male patient who received double salt dental adhesive cream (corega flavour free adhesive cream) cream (batch number dn1273, expiry date unknown) for denture wearer. This case was associated with a product complaint. In 2005, the patient started corega flavour free adhesive cream. On an unknown date, an unknown time after starting corega flavour free adhesive cream, the patient experienced device used for unapproved schedule, carcinoma of tongue (serious criteria gsk medically significant) and product complaint. The action taken with corega flavour free adhesive cream was unknown. On an unknown date, the outcome of the device used for unapproved schedule, carcinoma of tongue and product complaint were unknown. It was unknown if the reporter considered the device used for unapproved schedule and carcinoma of tongue to be related to corega flavour free adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer reported that her husband had tongue cancer. He had a denture that was made specifically for him so that it did not touch his tongue, so he used corega a lot. He had been on this treatment for four years and the only way he could eat was if he puts on his special denture and it was applied with corega because it was the only product that holds his denture and he had tried others but did not work. Since he had a diet of only soft food, so he must had a certain type of hygiene. He had applied his denture with corega at least four times a day or might be more because he eats very little and had to take his denture off so that he could apply if again for a snack. It was true that he had to use corega since he did not had enough to buy the tube or clean it with the tabs, which he also buy. That was why he used such a big amount, about four or five times a day so that he did not had his dentures on for too long like other people, that was why he use it. Consumer calls to ask for corega products, since she said that patient use a big amount due to her husbands illness, she told that her husband uses corega since 2005, when he had the first operation where he lost all of his teeth. Consumer did not give the expiration date since she could only see 2021.